Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the catheter was being inserted into the sheath, aspirations was being done and a lot of air bubbles were observed in the flush line and syringe. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the catheter was being inserted into the sheath, aspirations was being done and a lot of air bubbles were observed in the sheath flushing line and syringe. No air was observed in the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Visual inspection no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leaking during preparations for the leak tests. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.